Event description:
It was reported that during patient treatment, the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. (B)(4).

Manufacturer narrative:
No service has been requested. The user facility has not located on which the ventilator the technical error code was generated. The serial number is unknown. The ventilator was reportedly turned off and stored without a note. No similar recurring events has been reported from this user facility. No investigation has been possible. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).